Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# v657323, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot# v657323, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that there was protrusion of wires through the skin at the lead/extension connection site, and the surgeon further stated that the patient had a thin skin. It was reported that the system was removed in its entirety and will be replaced with a new system, tunneled to the other side with a dual channel battery and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# v657323, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.